Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error during basal. The blood glucose was unknown at the time of the incident. Customer stared that, insulin pump alarming the error, it already alarmed 3 or 4 times now. Customer was sitting on a couch and stared buzzing, stated that, she just stared on this pump on tuesday. Customer was unable to complete pump rewind, however on this 3rd error pump was not able to rewind, unable to continued troubleshooting. Customer advised to replace and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with pump error during rewind due to motor/force sensor anomaly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error. The motor was tested outside of the device and passed. Pump error anomaly was isolated to printed circuit board. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.